Manufacturer narrative:
The reported event was inconclusive. The root cause for the reported event could not be determined. The photo was evaluated upon receipt. Therapy was started at approximately 11:00 where the water temperature gradually rose to around 25 degrees c. The patient reached the target temperature at this point so the device responded appropriately and began decreasing water temperate. At approximately 1:30 the patient temperature began to dip below target and the machine started warming the water temperature to compensate for this decrease. Patient temperature continued to dip throughout therapy and machine appears to have responded appropriately making warming water reaching temperatures as high as 39 degrees c to bring the patient back to the target temperature. At this point the picture was taken of the screen and further data is unknown. The artic sun was exchanged for a new device. The baby got too warm. They just replaced the esophageal probe and confirmed placement with x-ray. Suggested confirming temperature with a secondary source. Adjusted the low water limit from 4c to 10c. Followed up an hour later with the day nurse. Confirmed the patient temperature had been stable. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the phone was passed to them. Baby had been cooling since around 1330 yesterday. They were having some trouble because the baby got too cold, so they changed the arctic sun device. Now on the new device, s/n (B)(6), the baby got too warm. They just replaced the esophageal probe and confirmed placement with x-ray. Currently the target was 33.5c. Patient temperature (pt) was 35.2c, water temperature (wt) was 8c, flow rate (fr) was 1.1lpm. The baby has been on this device for about 5 hours. Event log shows alarm 14 (pt temp probe 1 out of range), 15 (unable to obtain a stable pt temp) and 50 (pt temp 1 erratic). Asked nurse to send a screenshot of the graph. Explained the erratic patient temperature seems to be caused by the probe. That was why two devices behaved similarly. Suggested confirming temperature with a secondary source. Adjusted the low water limit from 4c to 10c. Followed up an hour later with the day nurse. Confirmed the patient temperature had been stable. Called later and spoke with the charge nurse. The first device (s/n (B)(6)) was taken out of service. Explained the underlying cause seems to have been the esophageal probe. Advised they could have biomed perform a functional check if desired. Patient temperature was 33.5c and the temperature was now stable. Rewarm was set to rewarm at 0.25c/hr to 37c. Adjusted to rewarm at 0.5c/hr to 36.5c. Asked nurse to call back once therapy was complete to confirm if the wrong patient type was selected, or if the default settings need to be adjusted to match their protocol.

Event description:
It was reported that the phone was passed to them. Baby had been cooling since around 1330 yesterday. They were having some trouble because the baby got too cold, so they changed the arctic sun device. Now on the new device, s/n (B)(6), the baby got too warm. They just replaced the esophageal probe and confirmed placement with x-ray. Currently the target was 33.5c. Patient temperature (pt) was 35.2c, water temperature (wt) was 8c, flow rate (fr) was 1.1lpm. The baby has been on this device for about 5 hours. Event log shows alarm 14 (pt temp probe 1 out of range), 15 (unable to obtain a stable pt temp) and 50 (pt temp 1 erratic). Asked nurse to send a screenshot of the graph. Explained the erratic patient temperature seems to be caused by the probe. That was why two devices behaved similarly. Suggested confirming temperature with a secondary source. Adjusted the low water limit from 4c to 10c. Followed up an hour later with the day nurse. Confirmed the patient temperature had been stable. Called later and spoke with the charge nurse. The first device (s/n (B)(6)) was taken out of service. Explained the underlying cause seems to have been the esophageal probe. Advised they could have biomed perform a functional check if desired. Patient temperature was 33.5c and the temperature was now stable. Rewarm was set to rewarm at 0.25c/hr to 37c. Adjusted to rewarm at 0.5c/hr to 36.5c. Asked nurse to call back once therapy was complete to confirm if the wrong patient type was selected, or if the default settings need to be adjusted to match their protocol.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.